Event description:
It was reported that insulin was leaking from the cartridge during a supply change, despite the user attaching supplies in the correct order and not overfilling or underfilling. Customer care provided support that included troubleshooting and user education, inspection of the insulin chamber, and a guided replacement of disposable components. Investigation of this case revealed that the issue was resolved by cleaning the insulin chamber and performing a complete supply change with new components, indicating a disposable supply or connection issue rather than a device malfunction. No adverse clinical effects reported during the event. Outcomes included no interruption to therapy after guidance, and no hospitalization. It was concluded, based on previously established findings for similar reports, that user handling or disposable component performance was the most likely cause.